Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was surmised that the phenomenon ¿b30 error¿ occurred because there was dust or dirt adhered to the connection part of the camera head, resulting in communication failure. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer: it is unknown whether the procedure was diagnostic or therapeutic. The intended procedure was completed with the same endoscope, since a restart of all devices resolved the defect. The patient's overall outcome is unknown.

Manufacturer narrative:
Additional information was received from the customer: see b5.

Manufacturer narrative:
The customer called into olympus to report their issue. During the call, the customer stated that they connected the endoscope before the procedure and that is when the b30 scope communication error appeared. At that time, the customer cleaned the contacts of the endoscope and reconnected the scope without turning off the processor or the light source. These actions resulted in the b30 error code displaying again. However, after restarting the equipment, the customer confirmed that the error code had been corrected. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that their evis exera iii xenon light source was displaying a b30 scope communication error during preparation for use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.